Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No air bubble anomalies were noted during testing. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported changing their infusion set and reservoir several times, but their high blood glucose persisted. The customer's blood glucose was 555 mg/dl. Customer treated their blood glucose with a manual injection. The customer did not have any symptoms of high blood glucose. Troubleshooting found a tiny air bubble in the tubing length. There were no leaks present on the insulin pump. Customer also reported using cold insulin for the insulin pump. It was also found the buttons were hard to press on the insulin pump. The customer's blood glucose was 280 mg/dl at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.